Manufacturer narrative:
This report is not needed as the actual complained product is (reinforcement cage left 50mm). Therefore, this report must be deleted from the system. All information about this case is covered in the report: 0009613350-2020-00162-1. Please delete: 0009613350-2020-00164-1 from your system.

Event description:
This report is not needed as the actual complained product is (reinforcement cage left 50mm). Therefore, this report must be deleted from the system. All information about this case is covered in the report: 0009613350-2020-00162-1.

Manufacturer narrative:
The manufacturer did receive x-rays, operative and lab reports for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to pain, abductor insufficiency with corresponding limp.